Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was placed on (B)(6) during a revision surgery in which the original catheters were left in the patient and reused to complete the shunt. According to the report, the patient¿s symptoms initially improved, however their intra-cranial pressure increased in the following 48 hours which suggested that the system had become blocked. The report states that another shunt revision was performed and that the non-medtronic catheter appeared to have been blocked, but that the valve was also removed so that it could be checked. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.